Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No reset error alarm could be tested due to the unresponsive buttons. No constant tone or vibration or alarms were noted. However, corroded electronic assembly and a corroded motor assembly was noted during the visual inspection. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was exposed to water and no longer responding. Customer also received an error alarm and was unable to clear it. Customer's blood glucose reading at the time of the call was 11 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.